Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The anesthesia control board was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/29/2018 phone call, 11/30/2018 phone call, 12/03/2018 phone call.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician cycled power and continued the case. There was no reported patient injury.